Event description:
A customer contacted baxter's technical service center regarding feeling overfilled in dwell 3 of 4 of peritoneal dialysis therapy on a homechoice device. The patient reported abdominal discomfort and distension. The technical service representative (tsr) assisted the home patient to manually drain 3495ml. The patient's fill volume was 2500ml. The total ultrafiltration (uf) was -327ml. The home patient stated that he bypassed drain 2 of 4 without the assistance of technical support after a low drain volume alarm. The tsr assisted the home patient to end therapy. No patient injury or medical intervention was reported.